Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; a blood glucose level was not provided. Suspected cause was due to the pump "quit working, or wasn¿t delivering insulin correctly"' multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.